Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with creases and no discoloration. The device weighed 621.9 grams. No additional findings. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 2, right-side.